Manufacturer narrative:
The device was discarded at the site and not available for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." Although the customer could not definitively confirm the lot number of the product, based on review of the sales to this site and the date of the incident, the lot number of the product was determined to be pfp1149. The lot history record for the device was reviewed and no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Although the exact complaint product was not available for evaluation, 3 unused samples from our finished goods inventory of lot number pfp1159 (lot number related to complaint (B)(4) also related to nca reference number (B)(4)) were tested to attempt to reproduce the reported issue. During pre-use testing, each sample was able to inflate and deflate without issue to the labeled balloon volumes. The blue common carotid balloon was then inserted into a simulated vessel and inflated until resistance was felt. Each sample was able to inflate and occlude the vessel with no damage to the balloon. The blue common carotid balloon was then inserted into a simulated vessel with simulated calcified plaque and inflated again. During this test, balloon rupture occurred as the balloon encountered the simulated calcification. The failure was able to be re-created as expected and predicted in the instructions for use. Therefore, we can deduce that the complaint lot devices are performing as intended, when used in an intended clinical setting, as prescribed in our instructions for use. It is therefore likely, that the issues experienced at this site were resultant of procedural conditions and patient anatomical features i.e. Calcified plaque.

Event description:
It was reported that the blue common carotid balloon on the proximal lumen (arterial communis) ruptured during the operation. No extra shunt was available, so the site used vessel loops and a clamp around the broken shunt to complete the procedure. The product was checked during the pre-test and no issues were noted. A heparin/nacl solution at 1000 ml nacl with 2 ml heparin (=10.000 units) was used to inflate the balloon at the volume as indicated by lemaitre. According to the customer, the patient did not experience death, life-threatening illness or injury as a result of the issue. The product was discarded by the customer.